Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Customer's blood glucose level was 409 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose level. Customer reported insulin pump had recurring insulin flow blocked alarms that caused high blood glucose level. Customer reported bent cannula. Customer was assisted with troubleshooting for bent cannula. Customer also reported insulin pump had an insulin pump error alarm. Customer was able to clear the alarm and rewind the insulin pump. Insulin pump had passed displacement verification test. It was unknown whether the customer was using auto mode feature or not. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.